Event description:
It was reported that post-op of a bowel resection procedure the surgeon shared information with the sales representative concerning a patient that developed a post-op leak. There is no additional information at this time as to when the original surgery was completed or date when the leak occurred. No patient information was provided. The device was discarded at the account.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: how was the leak detected? What color cartridges were used? How was the remnant created? What was the observed staple form at reoperation? What were the patient¿s pre-op diagnosis and/or pre-existing conditions that could have impacted the patient¿s health/surgical outcome? Has the patient undergone chemo/radiation therapy?